Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted in (B)(6) 2019. In (B)(6) 2022 there was some swelling at the implant site. In (B)(6) 2022 an abscess developed and the user was prescribed antibiotics but it seemed that it was not working to treat the infection. In (B)(6) 2023 the abscess opened up and the device was exposed through the skin. The user was implanted in taiwan and has moved to china. He returned to taiwan for explantation of the device in (B)(6) 2023.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted due to the active infection and subsequent extrusion of the implant. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. This is a final report.

Event description:
In (B)(6), 2022 there was some swelling at the implant site. In (B)(6), 2022 an abscess developed and the user was prescribed antibiotics but it seemed that it was not working to treat the infection. In (B)(6), 2023 the abscess opened up and the device was exposed through the skin. Explantation of the device was performed in (B)(6), 2023.